Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. The customer's blood glucose was 386 mg/dl this morning. The customer was trying to give herself a bolus when she noticed her blood glucose level and the no delivery alarm. Customer was advised that positioning in the motor may have been shifted. Troubleshooting was performed for the no delivery alarm. The customer stated that the insulin does not exit and there is greater than normal resistance with the plunger push. It was explained that the no delivery alarm was caused by the infusion set/reservoir connection. Customer was advised to change the infusion set and the reservoir. The reservoir will not be returned for analysis.